Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Correction: d10: in earlier report, "medical product" and "therapy date" were omitted and have now been entered.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg became inoperable and the patient lost therapy. Surgery occurred to explant and replace the ipg to address the issue.